Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in fill, the home patient (hp) stated that they changed out the heater bag but not the rest of the supplies. The technical service representative (tsr) advised the hp to restart with new bags and a new cassette and explained the aseptic set up procedure. The tsr had the hp end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.